Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was further reported that the per-device leak at the 6 month follow-up was detected by transesophageal echocardiogram (tee) and computed tomography (CT)

Manufacturer narrative:
Weight: (B)(6) kg. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported an incomplete seal of the left atrial appendage (laa) was observed post procedure. In (B)(6) 2017, a 33mm watchman ® laa closure device & delivery system and watchman ® access system were used. The closure device was implanted with a complete seal. At the 45 day follow-up a transesophageal echocardiogram (tee) revealed a completed seal. In october 2017, at the 6 month follow-up a peri-leak of 2.9mm with a velocity of 21.9cm/sec was observed. The patient will continue on clopidgrel.